Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0147 boston scientific lead ,implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported by the patient's daughter that the patient is deceased. The caller implied that the implantable cardioverter defibrillator (ICD) system may have been related to the death of the patient. A cause of death was not provided. No additional information is available. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.